Event description:
On 05/27/2022, it was reported through the surgical outcome system that a revision surgery is required due to loosening of a prosthetic joint. The date of the primary procedure was (B)(6) 2022 for a supscap repair shoulder arthroplasty. The following operation/implants - inverse/reverse total shoulder replacement(s) are as follow: glenosphere size: 39 mm spacer poly size: 3.0 lateral offset: 4 non-augmented baseplate size/type: mgs- 28 + 2 stem details: pressfit stem details: standard length stem size: 7.0 humeral offset: 0mm posterior humeral inclination: 135 humeral version (primary case): 20 glenoid bone graft: bone allograft (fill in details in graft catalog) titanium glenosphere for metal allergy: 0.0 central fixation type- mgs only: 30 mm screw no additional information was provided. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a patient-specific event. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).